Event description:
Pt admitted for total knee replacement during second unit of transfusion pt developed shortness of breath. He also developed fever and confusion as well as acute liver failure and elevated ammonia. He subsequently recovered. He had normal liver function tests one month prior to admission. Another pt at hosp had similar reactions, but without hepatitis. Suspected fat embolization.